Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. This report was not confirmed as no sample or batch details were available. It wasn?t possible to perform a batch file review as no batch number was provided. An assignable cause could not be determined. If additional information becomes available, a follow up report will be submitted.

Event description:
This is a spontaneous report by a nurse from (B)(6) of an accidental disconnection of a titanium adaptor from a transfer set coincident with extraneal therapy. Extraneal therapy was ongoing. A complaint was made to baxter that on (B)(6) 2012, the patient experienced an accidental disconnection of the titanium adaptor and transfer set. On the same day, the patient experienced bacterial peritonitis, manifested by cloudy effluent. On (B)(6) 2012, the patient started ciproxine (500mg once daily, route not reported). On (B)(6) 2012, the patient discontinued ciproxine and started remedial therapy with vancomycin 1.75g/day (route not reported) and amukin (amikacine sulfate) 20mg (route and frequency not reported). On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the peritonitis event on (B)(6) 2012. The event of bacterial peritonitis resulted in a prolonged hospitalization (initial hospitalization on (B)(6) 2012 for an unknown reason).